Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1939 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1939 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("n embedded essure coil") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, adenomyosis, overweight, gastroesophageal reflux disease, back pain, renal calculi, dyspareunia and pelvic pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy, dilation, and curettage.salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: novasure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.268 kg/sqm. [Pathology test] on (B)(6) 2017: pre/post-op dx: adenomyosis, dyspareunia, pelvic pain, ventral hernia. Specimens: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus, cervix, and bilateral fallopian tubes, resection. Patchy proliferative-phase endometrium; myometrium with leiomyoma; unremarkable uterine serosa, cervix, and bilateral fallopian tubes; essure coils bilaterally (gross only); no adenomyosis identified. Gross description: the right and left purple-brown fimbriated fallopian tubes each show an embedded essure coil at the proximal end and corresponding cornu. The tubes are up to 6.5 cm long and 0.8 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("n embedded essure coil") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, adenomyosis, overweight, gastroesophageal reflux disease, back pain, renal calculi, dyspareunia and pelvic pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy, dilation, and curettage. Salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: novasure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.268 kg/sqm. [Pathology test] on (B)(6) 2017: pre/post-op dx: adenomyosis, dyspareunia, pelvic pain, ventral hernia. Specimens: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus, cervix, and bilateral fallopian tubes, resection, patchy proliferative-phase endometrium, myometrium with leiomyoma, unremarkable uterine serosa, cervix, and bilateral fallopian tubes essure coils bilaterally (gross only). No adenomyosis identified. Gross description: the right and left purple-brown fimbriated fallopian tubes each show an embedded essure coil at the proximal end and corresponding cornu. The tubes are up to 6.5 cm long and 0.8 cm in diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to embedded device, reporters, medical history, lab data, patient information, removal date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.